Manufacturer narrative:
Unique ID# (B)(6). The customer states that since her fall she has pushed the bed against the wall to prevent movement. I advised the customer to look for the caster cups in the accessory box, she will check it. The customer was not aware that the caster wheels locked, she is not able to lock the caster wheels, she states the nob on the caster wheels does not go down. The customer does have mobility issues although at times she needs assistance getting around and getting in and out of the bed. The customer did ask someone at the home to lock the caster wheels and the home worker was unable to get the wheels to lock. Due to the covid 19 pandemic, the request for a service visit has been postponed until further notice. On (B)(6) 2020, I spoke to (B)(6) and advised the customer that a service provider could be provided if she still required assistance. The customer states that she will arrange for the caste wheels to be taken off her bed. Craftmatic is presently in the process of obtaining a UDI.

Event description:
Spoke to (B)(6) on (B)(6) 2020, the customer states she was leaning against the bed while the foot of the bed was elevated. The customer then states the bed moved back causing the customer to fall on her buttocks and hit her head. The customer states the bed is on the carpeted floor and is on caster wheels with no caster cups in place under the wheels. The customer states she did not call 911, did not seek medical assistance and confirms that no injuries were sustained. The customer states she weighs (B)(6) pounds and is 5 foot 3 inches tall.